Event description:
The patient reported that she was not having any luck with the pump as it was; that, since 2005, it had never worked; that they were not getting any pain relief. The patient stated that they had normally gone in for refills, and they had had MRI¿s and everything to find out if it was working ¿and it had been nothing¿; that it was delivering the ingredients somewhere. They further stated that it did not seem to be relieving any pain anywhere since the day it was installed. The patient stated a dye study was performed, and another one was being performed next month. They further stated that they could not say that it was not a neuroma; that they could not ¿give it that good of a view¿. The patient noted that they had had two MRI¿s to see if it was working. They stated there was a neuroma at the site, and ¿it had been the same thing¿they just could not really tell¿. The patient stated that when the doctor put it in (B)(6) 2012, after so long, their physician disconnected from the catheter and he could not aspirate from it and got to thinking that ¿may be it was not working¿. The medication used within the system was fentanyl. The patient noted having had bupivacaine with it, but that had not done anything either except ¿may be give them some numbness.¿

Event description:
Additional information received later reported other medications in the pump included dilaudid which was effective and morphine which was ineffective.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).